Event description:
This rv lead was implanted in (B)(6), 2015 and still remains implanted at this time. This rv lead had been repositioned in (B)(6), 2015 because it perforated the heart wall. On (B)(6), 2017, this lead exhibited noise which caused atr mode switch. Lead sensing, threshold, and diagnostics were good and there was no inhibition. Patient came in for postural dizziness with a complaint of shortness of breath which could be due to atr mode switching . The following physician was dr. (B)(6) at (B)(6) in (B)(6), canada. No other information available . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).